Event description:
It was reported the patient ((B)(6)) is not receiving adequate stimulation coverage as needed to his lower back. Efforts to resolve this matter via reprogramming have been unsuccessful. Upon review of a recent x-ray, it was observed that although the patient's lead is placed midline, the top part of the device is positioned more to the left. This occurrence is suspected to be the result of the patient's scoliosis which bends to the left. There are no immediate plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.